Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a signal artifact monitor (sam) event due to minute ventilation (mv) chop. The right atrial (ra) lead was found to be exhibiting high out of range pace impedance measurements. The lead was suspected to have fractured, leading to the impedance measurements and the oversensing of mv chop that triggered the inappropriate sam event. This ra lead remains in service. No adverse patient effects were reported.